Manufacturer narrative:
No device was returned and the serial numbers are unknown; therefore, no device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple spectrum infusion pumps displayed the system error 345 (thermistor disparity) in one patient's room.. There was no known patient injury or medical intervention associated with this event. No additional information is available.